Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. The hospital biomedical engineer ordered the data acquisition pcb board and it will be replaced to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.